Manufacturer narrative:
Pump received no button response due to lcd unlock keypad connector. Unable to perform operating currents and off no power alarm due tono button response due to lcd unlock keypad connector. Pump received with minor scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4)

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 169 mg/dl. Troubleshooting was not performed. The device was returned for analysis.